Event description:
Hyperglycaemia [hyperglycaemia]. Blocked piston of device [device occlusion]. Case description: does the incidental represent a serious public health threat? No. This serious spontaneous case reported by a pediatrician from (B)(6), concerns a female pt with diabetes mellitus, who was treated with novopen echo blue (insulin delivery device) on unk dates and experienced "hyperglycaemia", and "blocked piston of device" beginning on (B)(6)2013. Pt's height: not reported. Medical history included diabetes mellitus since (B)(6) 2013 (type unk). On (B)(6) 2013, in the afternoon, the pt was hospitalized for hyperglycaemia at 5 gl. The pt was treated with the following basal bolus therapy: 14 iu of glargine in evening and 4 bolus of 32 units. The piston of novopen echo (batch number: (B)(4)) was blocked. This occurred on (B)(6) 2013. The pt has been using this pen since (B)(6) 2013. It was reported that the pt was actually, using another novopen echo. Action taken to novopen echo was reported as not applicable. The overall outcome of event was reported as unk.